Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire stuck was experienced. During a procedure, when inserting the non-boston scientific guidewire into the left superior, the guidewire was correctly positioned without any complications. The physician then attempted to pull the guidewire back and felt a significant resistance. The physician confirmed that there was no tissue impinged and advanced the non-boston scientific guidewire forward to free it. When pulling the catheter out, there was resistance with the guidewire in the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire inserted. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheter array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Boston scientific concludes the reported event was not confirmed. No anomaly was detected with the returned device that could have caused or contributed to the stuck guidewire and difficult to withdraw seen in the field.

Event description:
It was reported that a guidewire stuck was experienced. During a procedure, when inserting the non-boston scientific guidewire into the left superior, the guidewire was correctly positioned without any complications. The physician then attempted to pull the guidewire back and felt a significant resistance. The physician confirmed that there was no tissue impinged and advanced the non-boston scientific guidewire forward to free it. When pulling the catheter out, there was resistance with the guidewire in the catheter. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter was received for analysis.